Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the stimulator battery was dead and would not take a charge. The patient had not charged since the beginning of the summer because they did not need the device. The patient stated that last time this had occurred she was told that would be the last time they could recapture the battery. It was reviewed the patients device may be overdischarged or had reached end of service (eos). No patient symptoms or further complications were reported as a result of this event.